Event description:
It was initially reported by the company representative that he was at the physician's office trying to interrogate his demo generator with physician's programming system and was receiving programming errors. He could not interrogate the demo generator and kept receiving fault messages. Troubleshooting steps were performed but it did not resolve the issue. New programming system was shipped to the site and the old programming system was returned to the manufacturer for analysis. Analysis is currently pending.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.